Event description:
Complaint states that the set leaked. Liquid has gone straight through as though not clamped. During priming liquid went through in minutes not seconds.

Manufacturer narrative:
A unused sample was received on (B)(4) 2010 and the sample was primed successfully, the set occluded as intended, and the set did not leak. The info provided in the complaint was unclear so the customer was called on (B)(4) 2011 to ask for clarification. The complaint, as reported, appears as though the pinch clamp occluder break away tab was not removed. The tab, when removed, allows the pinch clamp to engage occluding the tubing. Directions for use are to remove the breakaway tab before priming. The customer did state that the devices are relatively new at their facility and this is a possibility but the nurse would need to be contacted for clarification. Questions were provided by (B)(4) to the customer to relay to the nurse. A follow up will be submitted when a response from the nurse is received.